Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that the patient was non-compliant with refill protocol and had allowed the volume to deplete and the pump was alarming due to multiple no-shows and cancellations. The doctor was discontinuing the use of the pump and choosing to disable it. The cause of the issue was that the patient was non-compliant. Actions taken to resolve the issue included the pump being deactivated. The issue was resolved at the time of the report. The device status was ¿implanted ¿ out of service¿ and would not be replaced in the future. Surgical intervention did not occur, and it was unknown if it was planned. The patient¿s status was reported as ¿alive ¿ no injury.¿ there were no symptoms reported. The patient¿s weight was reported. The hcp would have no further information on this event. There were no further complications reported/anticipated.